Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. It was also reported that an occlusion alarm occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.